Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced stress urinary incontinence requiring pads, dysuria, nocturia, urge incontinence, pressure sensation on bladder emptying, vaginal bleeding, urinary tract infection, abnormal urinary analysis, back spasms, intermittent gross hematuria, flank pain, colposcopy which showed a possible opening near the apex of the vagina on the right side, escherichia coli and cystoscopy that confirmed small hole near trigone. The patient also experienced mixed urinary incontinence, dyspareunia, fecal incontinence, mesh exposure, right hip, back and leg pain, making it difficult to walk and sit impacting daily activities and reproduction of hip pain with palpation over lateral mesh attachment points. The altis sling was excised. No attempt was made to retrieve the sling's anchors due to their location in the obturator membrane. Post excision, the patient experienced burning abdominal pain, hip pain similar to prior symptoms but now with pain left > right, right labial numbness and pain, paresthesia and hypertonicity.ae - manufacturer narrativefinal non-reportable incident rationaleroot cause confirmed?

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced exposure of the mesh, protrusion of the mesh, bleeding, infections, pelvic floor disfunction, pelvic pain, vaginal pain, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities, permanent and substantial physical deformity, mental anguish, permanently diminished enjoyment of life and has undergone or will have to undergo corrective surgeries and may need further corrective surgery.